Manufacturer narrative:
Manufacturer cannot contact the patient as no information is available and the product was not returned. The problem cannot be investigated or substantiated at this time. (B)(4).

Event description:
A patient reported a voluntary mrd to FDA that 2001, a urologist performed a microwave heat treatment on him. The treatment was reported to take about 30 min. (B)(6) weeks later, the patient complained that he could not get an erection or ejaculate. The patient reported having the same problem ten years later. This was reported to FDA on (B)(4) 2012, under MDR report key (B)(4).